Event description:
Alaris pump infusing secondary bag backwards into primary bag. Difficult to tell how much medication went to the patient. Can see the secondary infusing into primary bag. The channel that was running the program incorrectly was labeled tko2. I am including a picture of the set up and info provided by biomed. IV primary and secondary tubing appeared to be set up correctly when visualized. Bio - bd carefusion, alaris pump 8100 (asset# 3000-10668), sn (B)(4), ref 8100dxen91177, tk01 - bd carefusion, alaris pump 8100 (asset# 3000-70013), sn (B)(4), ref 8100bdndxen933, pcu - bd carefusion, alaris pcu 8015 (asset# 3000-70242), sn (B)(4), ref 8015bdndxen9331, tk02 - bd carefusion, alaris pump 8100 (asset# 3000-25467), sn (B)(4), ref 8100adxen917.